Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards surgical valve in the pulmonary position underwent an attempted valve-in-valve procedure after an unknown implant duration due to pulmonary stenosis and regurgitation. The surgical valve was fractured with a 22mm balloon and the ps and pr was relieved with no post gradient. The physician decided to not replace the surgical valve.

Manufacturer narrative:
A supplemental report is being submitted to correct the reportability of the event previously reported. The following sections of this report have been corrected and updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation) and h11 (provide narrative/data). Per the initial report, approximately 2 years 5 months 13 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the valve was explanted, and a new 25 mm surgical valve was implanted. Subsequently, additional information was received via medical records revealing the patient underwent an explant of the 23 mm sapien 3 ultra valve with a surgical aortic valve replacement (savr) due to endocarditis. Approximately 2 months prior to the valve explant and savr procedure, the patient was hospitalized for streptococcus bacteremia and there was a concern for infective endocarditis. The patient was also noted to be experiencing back pain, and a magnetic resonance imaging (MRI) was performed which showed l2 endplate edema, suspicious for early osteomyelitis. Approximately 2 years 4 months 22 days post tavr procedure, a transesophageal echocardiogram (tee) was performed which showed a persistent 1 cm mobile mass attached to the mitral valve and a bioprosthetic aortic valve with multiple small paravalvular jets accounting to mild paravalvular regurgitation. There was no vegetation noted on the prosthetic valve. At the time of the explant of the 23 mm sapien 3 ultra valve, it was noted that the valve was difficult to remove as it was eroded into the annulus and required additional operative time to explant. An annular abscess was observed underneath the left right commissure which was debrided with evidence of pus coming out. Cultures were positive for viridans streptococci. The patient also experienced post-operative aphasia. A computed tomographic angiography (cta) was performed, and it was negative for large vessel occlusion of definite infarct. The patient's symptoms were noted to have progressively improved. At the time of this report, the information available does not suggest the 23 mm sapien 3 ultra valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards sapien 3 ultra valve. Therefore, the valve explant event is no longer considered FDA reportable.